Event description:
It was reported that lipids were leaking from port 2 of an automated compounding device into the final bag. Clinilipid was on port 1 and smoflipid was on port 2 during compounding at the pharmacy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information added to d4: model #. G1: manufacturing facility. Correction made to b5: the reported issue occurred with the em 2400, main module (previously submitted as automated compounding device). Correction made to d1: brand name: em 2400, main module (previously submitted as em2400 dy v1.13 display). Correction made to g1: baxter healthcare - englewood 14445 grasslands dr englewood co 80112 united states (previously submitted as plexus corporation 2500 millbrook drive buffalo grove il 60089 united states). Correction made to g4: PMA/510k # or bla #: na (previously submitted as ni). H10: the device was not returned therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.